Event description:
It was reported that the patient¿s remote monitor was unable to establish a telemetry session with the patient¿s device. The monitor troubleshooting options were exhausted and the patient was referred to the clinic to rule out telemetry issues with the implantable pulse generator (ipg). Follow up with the clinic to determine telemetry performance of the ipg were unsuccessful. The ipg remains in use. No patient complications have been reported as a result of this event.